Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted into the cardiac care unit due to a right ventricular (rv) lead fracture. It was further reported that the patient indicated they were hearing daily alerts. The lead remains in use. No patient complications have been reported as a result of this event.